Manufacturer narrative:
The device and logfiles were returned to zoll medical corporation. During the investigation it was noted that the device was stress tested, and no errors were detected during calibration and testing. Internal inspection found no discrepancies that might explain the customer report. The forensic log does show the advisory on the event date. This advisory message can occur under excessive vibration. The spm board assembly was replaced as precaution no trend identified against similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed an unrecognized "pneumatic sensor" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.